Event description:
It was reported to philips the customer needed assistance to review the error logs for a procedure where a patient died. The customer stated the patient complained of chest pains. Pads were being used with the defibrillator. There was no indication that the device did not perform as designed. There was no allegation of malfunction. A philips field service engineer (fse) evaluated the device. The fse reviewed the event logs and error logs and found the heartstart mrx performed without any issues. A philips clinician reviewed the patient event file. There were two events on (B)(6) 2020. The first event started 5:00:28 and lasted just over 14 minutes with regular deflections at a rate of about 120 per minute with periods of underlying asystole. The second event started at 5:31:42 and lasted 3 minutes, 18 seconds, with predominantly an asystolic rhythm. The customer confirmed the defibrillator was pulled aside as a precaution along with other equipment in the patient room and there was no indication the device did not perform as designed. The customer performed internal quality review processes and requested manufacturer/vendor educator training. A philips clinical educator provided educator training to the customer. The customer received educator training. Philips confirmed there was no malfunction of the device. The device remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips the customer needed assistance to review the error logs for a procedure where a patient died. Additional details have been requested.